Event description:
It was reported that balloon rupture occurred. The target lesion had a calcified nodule. The 2.00mm x 12mm nc emerge was advanced for dilatation, but the balloon ruptured. A 10 mm x 2.00 mm wolverine coronary cutting balloon monorail was then advanced to dilate the lesion and during inflation at 12 atmospheres, the balloon ruptured. Rotablation therapy was performed and the procedure was completed with another manufacturer's device. No patient complications were reported in relation to this event.